Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and recurring no delivery alarm due to bent cannula. Customer¿s blood glucose at the time of the incident was in the 300 to 400 mg/dl range. Customer was reporting a past event. Customer stated the alarm was resolved by changing the entire set (infusion set and reservoir). The insulin pump/reservoir will not be returned for analysis.